Event description:
During a fistula procedure using a vstick vascular access set, customer states that approximately 1cm of the flexible platinum tip broke off in to the venous outflow tract.

Manufacturer narrative:
The product used is unavailable or return and review. The lot number of the product used for the procedure is unk. The customer states 1cm of the tip broke off while the plastic co-axial introducer was in place. The end of the wire is 7.5cm +/- 1 cm of continuous platinum. The physician states that he pulled the wire back partially; the wire kinked and sheared off in the soft tissue of the fistula while it was being removed. The physician noted that the tip of the wire was bent and caught on the venous valve. The wire used is supplied pre-bent; however, the wire may have been bent further when it was caught in the venous valve. It is possible that the wire caught on the needle during the procedure and then further bending of the wire attributed to the event reported. The IFU contains a warning that states: ¿the guidewire should not be withdrawn through the needle. Damage or shearing of the guidewire may occur.¿ at the time of f/u, the physician states that there are no plans at this time to remove the piece. This is the first report for this defect for this product and considered an isolated incident.